Event description:
It was reported that pump display seemed to freeze and did not respond well when patient tried to enter a bolus, causing screen to return to main page and affecting ability to interact with and read pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer¿s doctor asked for pump replacement, customer was informed that pump needed to be replaced, technical support arranged a replacement pump within warranty, confirmed shipping details, and replacement pump was provided to patient while problematic pump return information was not available.